Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a loss of prime with a non-zero force verified in the black box history. There was no loss of prime during investigation. The force sensor calibration reading was out of specification. Unrelated to the original complaint, the display was faded and discolored.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (unexplained loss of prime) issue. The distributor stated that the pump emitted multiple loss of prime warnings without cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.